Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The lead dislodged while extracting the right ventricular (rv) lead and the physician opted to change the ra passive lead for an active lead. A new lead with active fixation was successfully implanted. No additional adverse patient effects were reported.